Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2019 to replace their ipg. Effective therapy was restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg in over 2 years. Surgical intervention may be pending to address this situation.